Event description:
It was reported when using the bd vacutainer® sst¿ advance plus blood collection tubes the user observed that the rubber stopper of the tube was gray as opposed to the red beneath the hemogard cap. No health impact or consequence reported.

Manufacturer narrative:
H6. Investigation summary: bd received 3 photographs and 2 samples from the customer in support of this investigation. Visual inspection of photos and samples indicated 1 tube with an incorrect stopper (grey) that had been applied to an sstii tube (should be red). In addition, 100 retained samples from bd inventory were visually inspected, and no grey stoppers were found. A complaint history review was conducted and only the current complaint was found relating to incident lot and indicated failure mode. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. This complaint was confirmed for incorrect stopper color. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.